Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was initially reported that during a laparoscopic appendectomy, the product would not release. Another like product was used. No other information available at this time. Surgery is still in progress. Additional information received on (B)(4) 2010: on the first firing across mesentery the device would not open after the device was closed and fired. The device fired correctly. However, the surgeon had to pry the handles apart to open the device. There was no tissue damage. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(4)